Manufacturer narrative:
Date of report: 02sep2021.

Event description:
The customer reported that a ventilator's blower motor was overheating. The device was in clinical use at the time the issue was discovered. The patient was transferred to another working ventilator. There was no patient harm or delay to patient therapy reported. Patient information was not disclosed. The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed the reported issue. The fse replaced blower. The unit was functionally tested and successfully passed testing. No other anomaly was reported.